Manufacturer narrative:
(B)(4).

Event description:
Procedure type: spine. According to the reporter: the pt was admitted to the hosp on (B)(6) 2013 with an l5/s1 disc herniation. On (B)(6) 2013, the subject underwent a l5/s1 discectomy. During the procedure an intentional opening of the dura occurred, the area was sutured, an autograft was placed and duraseal exact was applied. On (B)(6) 2013, the pt was seen for f/u. The pi ordered an imaging study to determine if the pt had a csf leak. The imaging study was inconclusive. The pi believes it is unlikely that the pt had a csf leak, but did report the problem as a possible meningocele. The pt was seen for 90 day f/u on (B)(6) 2013. The incision area was healed and the neuro exam was normal. Allegedly, the pi, dr (B)(6), determined this possible meningocele to be mild and possibly related to the device.